Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. It was also reported the patient's programmer reflects a communication error. It is unknown when the patient last recharged the ipg or when stimulation was lost. The patient's ipg is inoperable. The patient will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where his ipg was explanted and replaced with a different model. It was noted the patient's new scs system is functioning properly and the reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).